Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while the patient was sleeping, the infusion set's tubing detached at the quick release and this issue occurred with three infusion sets. The site location was at patient's lower back and the pump was at same side as that of the tubing. Moreover, the infusion had been used for less than a day. Reportedly, the infusions were stored in a drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.